Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the surgeon flicking the broken lock collar tab during a surgical procedure. It was reported that the lock collar was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the handling of the tweezers in a laparoscopic nephrectomy procedure, the fixing clamp of the device broke. To resolve the issue, the surgeon used a space maker that was already authorized for surgery. There was no patient injury.